Event description:
The customer reported that she was hospitalized twice due to high blood glucose levels. The first event was on (B)(6) 2012 due to diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. The customer experienced vomiting and nausea. The second event was on (B)(6) 2012 with a blood glucose reading of approximately 500 mg/dl. The customer stated that the cannula was bent on the most recent event, and the insulin pump did not alarm no delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The insulin pump also alarmed motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform prime, occlusion, excessive no delivery alarm tests due to motor error alarm. Unit had missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.